Manufacturer narrative:
Technician found faulty brake casters and replaced all brake casters and both hex rods to resolve the issue.

Event description:
Technician alleged that all brake casters swivel when in the brake position. No pt impact.